Manufacturer narrative:
The returned device was evaluated and the device was initially not deployed and during investigation the cannula deployed before opening the device. Damage was observed on the bottom housing cannula window indicating the chassis sub-assembly was incorrectly installed into the bottom housing. This resulted in a failure of the needle mechanism to deploy as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported while a patient activated a pod both the needle and the cannula had not deployed. The pod was not worn.